Event description:
The report was submitted by mistake on 3500 form instead of 3500a. Now is being revised following FDA request. The allon and thermowraps were used on (B)(6) pt during a surgical procedure lasting 7.5 hours. The pt had red marks on his body following the procedure which looked like burns, two days afterwards, the marks disappeared.